Event description:
Complainant alleged that during incoming inspection, the device inappropriately shut down during boot sequence. Complainant indicated that there was no pt involvement in the reported malfunction.